Event description:
It was reported that the patient experienced erosion with this artificial urinary sphincter (aus) due to the device was too large. As a result, a new cuff needed to be place at a different urethral site. A surgical procedure was performed in which all components were removed. No further complications were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Correction to field b5: describe event or problem. Correction to field h6: patient codes. Model number/catalog number: 72404127, batch/lot number: 1000242790, model/catalog description: control pump fgs iz, unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024, batch/lot number: 1000244872, model/catalog description: balloon fgs 61-70 cm, unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Tissue erosion/infection and tissue erosion, recurrent incontinence and positional incontinence, and improperly sized cuff are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. A risk review was completed; erosion related symptoms, altered therapeutic response, and size related complications are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The reported patient symptoms of erosion and urinary incontinence are known risks associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced erosion and recurrent incontinence associated with the artificial urinary sphincter (aus) due to an oversized cuff. Consequently, placement of a new cuff at a different urethral site was required. A surgical procedure was performed to remove and replace the aus. No additional complications were reported.